Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-26432. The patient received an scs system which includes two leads from different lots. The manufacturer is unable to determine which lead is fractured so we are reporting on both leads. It was reported the patient is experiencing auto-reducing on her programs. Diagnostic testing revealed multiple high impedances. The patient denies any strenuous activity or falls. Reprogramming was able to resolve the issue temporarily. Follow up information identified the patient is no longer receiving stimulation. Xray imagery confirmed a visible lead fracture. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.